Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 185mg/dl. The customer's most current level was 305mg/dl. The customer's blood glucose level at the time of emergency room visit was 460mg/dl. The customer states they treated with insulin pen. Troubleshoot was conducted. The device was found to be operating as designed, but the customer was still running high. The customer was advised they would be sent out different model set, due to the difference in weight. The customer was advised to monitor the device and their blood glucose levels, and to call back if issues persist.